Event description:
It was reported that perforation occurred. On (B)(6) 2010, the patient was implanted with a greenfield filter. The patient had a history of left lower extremity deep vein thrombosis (dvt). On (B)(6) 2019, the patient received an abdominal CT scan. The filter struts were shown protruding between 2 and 3 mm beyond the inferior vena cava (ivc). The struts had perforated the adjacent retroperitoneal fat. No further patient complications were reported.